Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified deformation of the inner valve, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection of the hemostatic valve also identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation of the sheath. Upon insertion of a farawave catheter into the sheath and aspiration of the sheath, it was found that a lot of air bubbles were pulled into the sheath and the aspiration syringe. A pressure bag was used for irrigation. After several aspiration attempts to try to mitigate the air bubbles, the sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. No air was seen in the patient. The sheath was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. No abnormalities were noted during preparation of the sheath. Upon insertion of a farawave catheter into the sheath and aspiration of the sheath, it was found that a lot of air bubbles were pulled into the sheath and the aspiration syringe. A pressure bag was used for irrigation. After several aspiration attempts to try to mitigate the air bubbles, the sheath was replaced, and the procedure was completed successfully with a new sheath. No patient complications were reported. No air was seen in the patient. The sheath is expected to be returned for laboratory analysis.